Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 19, 2006 the lay user/reporter (patient's niece) contacted lifescan alleging an "error 2" issue on the patient's one touch fasttake meter. The medical affairs specialist obtained the following information from the customer care advocate's documentation. Six days earlier, the patient went to her doctor because she was unable to test on her meter and was feeling tired and dizzy. The patient did not take any actions to administer self-care after the attempted use of the meter. The reporter stated that the patient got a "298 mg/dl" on an unspecified device and was treated with insulin. The customer care advocate verified that the correct technique was used for testing; however, the cca discovered that the patient was using expired test strips (use error). It would be helpful to know how frequently the patient tests, how long the meter issue was occurring, and how the patient uses the meter results to help manage her blood glucose. This complaint is being reported due to the following conclusion: the patient was unable to test on the reported meter while experiencing symptoms. The patient received assistance from her doctor and was treated with insulin for elevated blood glucose levels. The meter, test strips, and control solution were replaced.